Manufacturer narrative:
(B)(4). UDI#: (B)(4). Additional information received 24may2024 indicates the condition of the patient is "fine", and no medical intervention was required. It was also reported that "the problem was solved by removing the distal part (arterial line - red line) of the faulty catheter and replacing it with a new one from another device. Given the invasive nature of dialysis catheter placement, a second operation was not carried out." Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "a micro air bubble was observed on the dialysis circuit. Micro hole in the arterial line of the catheter. No dialysis done on that day and rescheduled for the 15th january with the replacement of part of the device."

Manufacturer narrative:
(B)(4).

Event description:
It was reported "a micro air bubble was observed on the dialysis circuit. Micro hole in the arterial line of the catheter. No dialysis done on that day and rescheduled for the 15th january with the replacement of part of the device." Additional information was requested from the customer; however, no information has been provided at this time.